Manufacturer narrative:
Result: fowler unintended upward motion due to a faulty cpu.

Event description:
It was reported by service report that the fowler would go up by pressing any button. No pt involvement or adverse consequences were reported.